Event description:
The customer reported that the system had poor image quality with loss of live images on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board, image processor board, lemo pin connector, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.